Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Inspection of the device confirmed the reported issue. The device display is flickering on and off due to the loom from vfd to pkrf is bad (discolor). Deep scratches exposing metal was observed on both sides of the top cover. The pkrf board was found broken and during testing, the boost and clam adjustment were found unstable due to faulty pkrf board. In addition, multiple minor scratches were observed on the housing. The device was found running an old software version and needs to be upgraded. Review of the fault log showed error 400 ref 25, six times indicated biomed time credit expired. Biomed is notified that time credit is expired. Error code stored in log. The biomed test cable has been used beyond its time limit allocation, error 200 ref 86, showed three times indicated rf_det stuck high failure. Rf detect flag high and error 400 ref 23, one time indicated handswitch blue button stuck. The usual cause is that the relevant button is held down during power on self test or there is a faulty accessory. The identified parts were replaced, device was repaired , software was upgraded. Once completed the device was tested and passed all required testing and specifications. Based on evaluations findings the reported issue was found to be attributed to electronic component failure. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during an unspecified procedure the device display was found flickering on and off, cannot switch on osd display. There was no patient harm or injury reported due to the event. No user injury reported.